Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty advancing the recovery catheter may include, but not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. To ensure this type of issue is not manufacturing related, as part of the manufacturing quality process, all embolic protection devices and retrieval catheters are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected. Based on the reported information, it appears that the difficulty advancing the recovery catheter is due to anatomical conditions and there is no indication to suggest a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot that would have contributed to this complaint and there have been no other incidents for physical resistance or difficult to insert reported for this lot. Additionally, the lot release testing results were reviewed and all samples met all manufacturing criteria.

Event description:
It was reported that during the left internal carotid artery stenting procedure, the emboshield nav6 recovery catheter would not advance due to the patient's neck vascularity despite neck massage and swallowing manipulation. The emboshield nav6 recovery catheter was removed and a rx accunet recovery catheter was used to remove the filter. There was no adverse patient effect or sequela. The patient was discharged home one day after the procedure. Though requested, there was no additional information provided.